Event description:
Dr reported that an abutment broke in function.

Manufacturer narrative:
In evaluation co found the component to actually be a 0625 fixed abutment instead of the 0378 direct gold coping originally reported. Only the cuff portion of the component was returned. Measurements taken of this portion met design requirements. Review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr.'s office.